Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which clarified that during the initial fluoroscopic load check, the load was considered a good load. Only later when reviewing the case, overlap above node four was identified. The infold was identified on initial deployment and therefore the valve was recaptured and withdrawn. A 15 minute procedural delay occurred as a result of the infold.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by an experienced loader, however a misload occurred when a crown overlap above node 4 was seen during loading check. The valve was used for implant, and during deployment the valve showed severe infolding. The valve was recaptured and removed from the patient. The valve and delivery catheter system (dcs) were replaced to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012113797); product type: 0195-heart valves; product ID l-evolutfx-34; (lot: unknown); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the capsule of the delivery system. The valve was removed from the delivery system. The valve was received in a heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a partially crimped state. As received, all leaflets appear to be partially closed with a gap between the leaflets. All leaflets were stiff and exhibited signs of severe creases, frame imprints and thinning. These conditions may possibly be associated with the valve being crimped inside the delivery system for an unknown duration of time. All commissures were intact. Remnants of host tissue (coagulated blood) were found on the outflow frame. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being in the loaded state for an extended period of time. There was no evidence of frame kinks or bends after warm saline submersion. Due to the return condition of the valve, a deployment simulation was not performed. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.